Manufacturer narrative:
The customer reported that the applicator tip sheared off in the breast after the marker was deployed. The mammomark was placed during an upright st procedure using the revolve 10g probe. The marker applicator tip was visible outside the biopsy cavity in the post-procedure image. The marker applicator has been discarded. At the time the complaint was recieved it was undecided if any surgical intervention would take place. To date no new infomation regarding additional surgery has been recieved. Patient has not experienced any adverse reactions related to the object. No additional patient complications were noted. The device was not returned for evaluation. Based on available information and user feedback, the most likely root cause was determined to be customer failure to follow the instructions for use (IFU). The IFU clearly states: "caution: do not insert beyond appropriate band or tip damage may occur." "Caution: do not activate the probe cutter or other clinical functions while a marker is inserted in the probe. Take care to completely remove the marker out of the probe before activating any of the holster's clinical functions." Failure to adhere to these precautions may have contributed to the reported issue. If any new information becomes available, the complaint will be reassessed accordingly.

Event description:
The customer reported that the applicator tip sheared off in the breast after the marker was deployed. The mammomark was placed during an upright st procedure using the revolve 10g probe. The marker applicator tip was visible outside the biopsy cavity in the post-procedure image. The marker applicator has been discarded.